Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Root cause for this defect cannot be determined. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that a syringe 0.5ml 29ga 1/2in 7bag 420cas jp had damaged packaging before use. The following was reported by the initial reporter: "the customer reported about the syringe of which the shield was found to be cracked."